Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death, but the patient was not connected for therapy when he passed away. The cause of death was reported to be a myocardial infarction. Prior to death, the patient experienced and was hospitalized for cardiac arrest brought on by hyperkalemia. While hospitalized, the patient experienced a second cardiac arrest. The patient was discharged from the hospital and passed away 12 days later from a third cardiac arrest. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the death was not reported or matched to this device until after the device had been service, a complete device analysis could not be completed to investigate the reported death. However, a review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.